Event description:
It was reported that the pump continued to infuse despite a possible occlusion as the IV chamber "blew off." The pump did not alert or occlusion. There was patient involvement however harm is unknown.

Manufacturer narrative:
Correction: date of event. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module did not alert was not confirmed through log review and was not replicated during laboratory testing. The suspect pump modules, external and internal inspection did not confirm any anomalies of the electrical or mechanical components. All inspected parts were observed to be manufactured by bd. The suspect pump modules in the as received condition were attached to the concomitant pcu, the operating system was loaded without any errors or malfunctions. The pump modules were programmed with a test infusion at rate of 125ml/h observed in the logs, the infusion was performed with a volume to be infused (vtbi) to infuse for twelve (12) hours. The infusions were completed successfully with no errors or malfunctions. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the returned suspect pump modules. Asm was used to evaluate the source pump module and determine if the device is operating in specification. The pm task results show the suspect device completed successfully without any errors or malfunctions. The event was reported to have occurred on 04 november 2025, at 6:25 am. The pump modules and pcu logs were downloaded to ascertain event details associated with the reported complaint. A review of the pump module and pcu error log showed no records related to the reported issue of the suspect pump module. The facility did not provide infusion details. A review of the pcu event log, the last infusion was recorded on 03 november 2025, at 6:51 am. The suspect device was programmed in the ¿adult¿ profile. A basic infusion was programmed at a rate of 125ml/h with a volume to be infused of 999ml. At 2:49 pm, the user updated the vtbi to 900ml. Between 10:01 pm and 10:04 pm, the infusion was completed on schedule and transitioned to keep vein open (kvo) with a primary volume infused (pvi) recorded of 995.068ml. The user updated the vtbi to 10ml, then updated the vtbi to 100ml. Between 10:52 pm and 11:03 pm, the infusion was completed on schedule and transitioned to kvo with a pvi recorded of 1996.11 ml. Then the user updated the vtbi to 50ml. At 11:05 pm, the user updated the vtbi to 999ml. On 04 november 2025, at 12:14 am, the user paused the infusion, then restarted the infusion. At 12:47 am the user pressed channel off, with a pvi recorded of 147.528ml. The bd alaris system with guardrails user manual v12.3.2 states do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the device. If you observe damage in any war or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause that the pump module did not alert was not determined or replicated. Laboratory testing showed that the suspect pump modules were delivering fluid within specification. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump continued to infuse despite a possible occlusion as the IV chamber "blew off". The pump did not alert or occlusion. There was patient involvement however harm is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.